Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (bent pins) has been confirmed. As received, the battery connector pins were bent. The root cause for the damage to the connector could not be determined. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was damaged.